Event description:
Received information that the customer's pump shut down unexpectedly at 80% battery life. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.